Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has an high out of range pacing impedance measurement. No adverse patient effects were reported.

Event description:
Subsequently, the patient requested system therapies be programmed off. No adverse effects were reported.

Manufacturer narrative:
To date, the device remains implanted; however, deactivated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be udpated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Visual inspection noted no device anomalies: all seal plugs were in-tact. Engineers verified that the right ventricular (rv) lead had been fully inserted by evidence of the lead seal ring marks, in the device header rv port. The battery status of the returned unit was at beginning of life (bol). Lead barrels were then analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Subsequently, this device was explanted and returned for standard post-market analysis. No additional information was provided from the field at the time of explant.